Event description:
It was reported that this pacemaker had two and a half years remaining that consumed three hundred percent of power. The battery diagnostic data indicated that the power consumption of this device has been increasing during the past year. The malfunction appears consistent with other pulse generators that have had continuous average power increases. It was also indicated that the device could be considered for a repeat analysis to get another replacement interval. Additional information received and indicated that this device exhibited premature battery depletion (pbd). Subsequently, this device was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected. Detailed analysis confirmed the identified high current drain was a result of compromised capacitors. This resulted in premature battery depletion. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case. Boston scientific has issued an advisory communication regarding a subset of pacemakers in the accolade product family that has an elevated potential of exhibiting this behavior. This device is not part of the hydrogen induced premature depletion advisory population.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this pacemaker had two and a half years remaining that consumed three hundred percent of power. The battery diagnostic data indicated that the power consumption of this device has been increasing during the past year. The malfunction appears consistent with other pulse generators that have had continuous average power increases. It was also indicated that the device could be considered for a repeat analysis to get another replacement interval. As of this time, the device remains in service. No adverse patient effects reported.